Event description:
It was reported the guidewire surface was not smooth and ruptured the sheath. The sheath leak after introduction of the guidewire. The sheath was removed when the problem was noted. There were no consequences to the pt. However, the physician stated this could cause pt injury.

Manufacturer narrative:
One introducer, dilator, guidewire and a second dilator were received for eval. The introducer was shipped with the dilator inserted. The device history record was reviewed to ensure that each mfg and inspection operation was followed by verifying the appropriate signature and date, indicating the process was performed in accordance with st. Jude medical specs. In conclusion, visual inspection revealed several kinks throughout the guidewire and the green coating appeared to be missing at several locations. The guidewire was kinked 7 cm distal from the j-hook and warped from 10 cm distal to the j-hook. The j-hook tip was stretched and twisted out of plane. Additionally, a leak was noted at the silicon hemostasis seal in the hub. The leak was likely caused by the slit in the proximal silicon hemostasis seal (in the hub) which was torn across one side of the silicon hemostasis seal.